Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 196" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.